Event description:
It was reported that the core impaction drill heated up during setup. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, a worn rotor was discovered. A worn rotor can cause increased friction between rotating components, causing heat to be generated.